Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt. Please note: this device is distributed outside the united states, however, it is similar to the drug-eluting stent distributed in the united states. This is one of three medwatches associated with this adverse event. The following are the MFR report numbers: 9616099-2007-01323, 01324 and 01329.

Event description:
It was noted that post stent implantation the pt experienced elevated enzymes as well as a myocardial infarction related to the target vessel. There was no evidence of stent thrombosis. This event was resolved without sequel. Approx three weeks post index procedure the pt presented to the hosp with epigastric pressure like pain that radiated across the chest. The pain was relieved by gtn and oxygen. This pain was associated with shortness of breath, diaphoresis and mild dizziness. There were no acute ischemic changes on ECG. The pt was discharged the following day. The pt was admitted into the hospital in 2007, with stable angina pectoris. A nuclear scan and stress echo suggested coronary artery disease. The pt had two-vessel disease. The first lesion was a native proximal circumflex (cx), where two stents were implanted; a 3.0 x 33mm and a 3.5 x 28mm cypher select plus. The second lesion was a native distal cx where a 2.5 x 28mm cypher select plus was implanted. The pt's pre-procedure medications included aspirin and statins. The pt's intra-procedure medications included clopidogrel and heparin. The pt's post-procedure medications included aspirin, clopidogrel, statins and ace inhibitors.